Manufacturer narrative:
Supplemental report was submitted to include additional information received through follow-up. Updated b5, b7, and h6. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv.  The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations.  Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Although the temporary pacing wire became tangled between the first and second sapien valves, there was no ew device malfunction and no adverse event associated with a device malfunction. Post dilation is routinely performed and not considered a serious injury. The patient was stable at the end of the procedure.   It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention.     In this case, the root cause of the increase in gradient across the sapien 3 valve remains indeterminable: however, it was likely impacted by patient related factors (congenital heart defect and previous mitral valve surgery, history of endocarditis), or may be due to procedural factors, (under-expansion, viv).   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from a field clinical specialist regarding a patient who had a previously implanted 27mm surgical valve in the mitral position that was treated one year ago with a 26mm sapien 3 transcatheter valve. The cardiologist felt that the valve may have been under-expanded at that time, and the patient has presented now with a higher gradient across the mitral valve.  Post tmvr the mean mitral gradient was 10mmhg. A 29mm s3 was placed inside the 26mm s3/27mm surgical valve and fractured the surgical valve ring post deployment. The patient was discharged and is doing well. Per the medical records, the patient recently presented with a mean mitral gradient of 17mmhg.  Viv tmvr was done with a 29mm sapien valve via transseptal approach. The valve was successfully placed followed by post dilation to fracture the surgical valve.  Post deployment, it was noted the temporary pacing wire was caught between the old valve and the new valve. The temporary pacing wire was withdrawn followed by an additional post dilation to restore "circular conformation" of the stent valve. Pod#1 echo revealed the 29mm sapien mitral valve in good position with no mr, no pvl and a mean gradient of 8mmhg.  The patient was discharged in stable condition.

Manufacturer narrative:
UDI: (B)(4). The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist regarding a patient who had a previously implanted 27mm surgical valve in the mitral position, that was treated one year ago with a 26mm sapien 3 transcatheter valve. The cardiologist felt that the valve may have been underexpanded at that time and the patient has re-presented with a higher gradient across the mitral valve.  A 29mm s3 was placed inside the 26mm s3/27mm surgical valve and fractured the surgical valve ring post deployment. The patient was discharged and is doing well.